Manufacturer narrative:
Piece returned on (B)(6) 2026. Visual inspection performed by medacta hip r&d project manager: from the received piece, no particular signs of device failure were noticed: ha coating is partially absent, indicating metabolic activity, while some fibrotic tissue was present in the external surface and in the macrostructures of the shell, potentially indicating a proper osseointegration and fixation. In the ceramic liner, a sign on the internal rim was noticed, but we don't have the evidence if this is due to impingement with the stem or if it occurred during the revision surgery. From the received information, it is not possible to determine the root cause of the event, but there are no reasons to suspect a failure of the device. Conclusion: aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Manufacturer narrative:
Batch review performed on 17 december 2025: lot 2436356: 64 items manufactured and released on 17-mar-2025. Expiration date: 2030-feb-24. No anomalies found related to the problem. To date, 61 items of the same lot have been sold with no similar reported event during the period of review. Root cause:aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
Revision surgery due to shell loosening at 6 months post op.